Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no delay to the issue as the other clamp in the tray was used.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that pre-operatively, a short clamp was taken apart in the sterile processing department (spd) when being cleaned. The short clamp did not open and close anymore. The site used a long clamp instead. The procedure was completed using the navigation system and there was no reported impact to patient outcome.